Event description:
It was reported that the customer experienced an event in which the infusion pump delivered a large bolus to the patient at the beginning of the infusion. According to the biomedical engineer, they believed the event was due to user error and requested assistance to download the device history log. The customer confirmed that no patient harm occurred. However, the patient became agitated and required a ventilator.

Manufacturer narrative:
The reported event involved the infusion pump s/n (B)(6) and sidecar s/n (B)(6). The available information does not reasonably suggest that either device (3860+/3861) malfunctioned, as there is no evidence of a malfunction. Specifically, after the initial report, the device history log provided by the customer was reviewed for operational details. The review of the history log (which contains the history of both channel a and its attached channel b) found that error for (check door possible free-flow) occurred at the time of the event, demonstrating that the device activated its high-priority audible and visual "check door" possible free-flow alarm as designed. This indicates that the possible over-infusion was caused by user error when installing the IV set, likely caused by the user pushing in the free-flow preventer clamp when installing the set. The most probable root cause for the events reported above is user error due to improper installation of an IV set, as indicated by error code for (check door possible free-flow alarm) occurring in the pump's history log at the time of the event. This was determined through a thorough investigation that included interviews with the user and review of the device history log. The customer confirmed that no harm occurred to the patient. However, since the reported event resulted in medical intervention by means of placing the patient on a ventilator to preclude or prevent permanent impairment, iradimed is reporting this event.